Manufacturer narrative:
The patient was pediatric. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set leaked from the area where it was kinked; the tubing was kinked next to the "microclave". This was identified during patient infusion with lipids. The blanket was slightly wet when the patient was checked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.